Manufacturer narrative:
H6: the device was not returned to ventec for evaluation. The device was further evaluated by the authorized service provider (asp) where the reported issue of low inspiratory pressure was confirmed. The asp replaced the external flow module (efm) to resolve the reported issue. Proper device operation was then confirmed through functional and performance testing. The investigation determined that the cause of the reported issue was the efm.

Event description:
An authorized third party service provider (asp) contacted ventec to report that the device they were evaluating had low inspiratory pressure. There were no reports of patient involvement associated with the reported event.